Event description:
It was reported that during a cardiac resynchronization therapy-defibrillator (crt-d) implantation procedure, a lead was opened and was flushed. The first guidewire that was used got stuck leaving only the lead tip. The physician had manually curved the tip of the wire with a surgical instrument. Another guidewire that was not manually curved was flushed and got stuck too. The lead was discarded. The lead never entered the patient. Another lead was used successfully. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.